Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported during a procedure at the user facility that the device was remaining activated after the power was off. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during a procedure at the user facility that the device was remaining activated after the power was off. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.